Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low-profile port with a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for reported catheter break issue and the identified material separation, deformation and wear issues, as a complete circumferential break was noted approximately 5.3 cm from the distal end of the cath-lock. The second catheter segment measured approximately 13.7 cm in length. A circumferential split was noted approximately 9 mm from the proximal end of the distal segment. Both edges of the complete circumferential break appeared to be jagged. The break surface of each edge of the complete circumferential break had a region that appeared to be characteristically rounded as well as another region which appeared rough and granular. The outer surface of the circumferential split was apparently jagged while the inner walls of the split appeared smoother and more rounded. Two medical images were provided for review and was reviewed. The investigation is confirmed for the reported catheter break issue, as the image shows a right-sided port but the catheter appears fractured near the clavicle. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g2, g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and eight months post port placement, the tip of the catheter approximately 13 cm to 14 cm allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 1 year 8 months post port placement, the tip of the catheter approximately 13 cm to 14 cm allegedly broken. There was no reported patient injury.